Manufacturer narrative:
The meter was returned and investigated with retained test strips. Meter powered on with insertion of test strips and button depression. The menu options could be scrolled through using the button. The button being hard to press and screen advancing to the incorrect screen were not observed. Meter turning on by itself after the meter has been properly shut off was not observed. The complaint was not confirmed.

Event description:
Customer reported that on an unspecified date he noticed his adc blood glucose meter would advance to the breakfast, lunch or dinner screen, instead of the apply blood symbol, during the testing process. Customer further reported an unspecified battery/no power issue. It was further reported he has "hypoglycemic unawareness" and does not manifest any symptoms. Customer reported he self-administered a glucagon injection. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It is unknown when the medical event occurred; all pertinent information available to abbott diabetes care has been submitted.